Event description:
The customer reported that the cannula became stuck in the trocar. The surgeon stated the instruments are sticking and do not pass easily through the trocar. The trocar is pulled out of the eye when the instruments are pulled out of the eye. The trocar and cannula were replaced with the cause completed as planned. No pt injury was reported.

Manufacturer narrative:
The sample has been received and in house eval is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed when add'l info becomes available.